Event description:
Under direct visualization the needle was inserted and the subsequent wire and dilator. The introducer then inserted the peritoneal dialysis catheter into the abdomen. The more distal cuff was placed in the deep subcutaneous space, then a passer was used to pass the proximal portion of the catheter out to a more proximal hole. During this portion there was a plastic piece of the peritoneal dialysis catheter kit that would go on to the passer that was not accounted for, this piece never needed into the peritoneal space it only went to the subcutaneous space, this area was inspected and an incision in the middle of this tract was made and explored and the plastic pieces were not accounted for. FDA safety report ID # (B)(4).